Manufacturer narrative:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/23/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens found the presence of an ambient zone on the lens.

Event description:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/23/2021.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/23/2021. The device history record for the lens was reviewed. No issues were noted. The lens was received and is currently being evaluated.

Event description:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/23/2021.